Event description:
It was reported that a standard bore power injectable extension set would not prime. The priming technique was not reported. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported issue. Initial visual inspection did not identify any abnormalities that could have contributed to the reported condition. Further microscopic inspection noted the gland center slits were open with no re-knits observed. Functional testing simulating use of the device passed, as the sample primed and flowed normally. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.